Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the inability to completely close the clip during device preparation; if this were to recur in the anatomy, there's potential of injury. It was reported that, during device preparation, the mitraclip was unable to close completely. An unusual amount of resistance was felt when pulling on the lock lever to close the mitraclip. The clip only closed to 20-30 degrees. There was no patient involvement and the device was not used in a procedure. No additional information was provided regarding the clip issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported clip actuation issue was unable to be tested due to the returned condition of the device (clip arms unable to be opened). Additionally, the actuator coupler was observed to be bent. The reported mechanical jam issue of resistance with the arm positioner was able to be confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported mechanical jam issue of resistance with the arm positioner and clip actuation issue appear to be related to the observed bent actuator coupler. A definitive cause for how and when the actuator coupler became bent could not be definitively determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.